Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an 804:25 error was confirmed during product evaluation. The root cause of this condition was assigned to a software failure, which is not attributed to a hardware defect and is not reproduced after cycling the power to the pump. No repairs were necessary to correct this condition. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an 804:25 error; this condition had the potential to interrupt delivery. This condition was found in the medical surgical unit upon power up. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.